Event description:
A cartridge alarm 20 was reported by the caller. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. The caller was instructed to use multiple daily injections as backup therapy. Technical support confirmed the shipping address and sent a pump with updated software, providing storage mode instructions and return procedures for the problematic pump, which was still under warranty.